Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147441 during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported one of the leads migrated and as such surgical intervention was undertaken wherein the lead was replaced and therapy was restored.

Event description:
Additional information was received stating that migration was confirmed via x-rays. As a result, surgical intervention took place on (B)(6) 2025 where the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.